Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, the root cause of the patient¿s condition appears to be from implanting a valve that was too large for the patient¿s anatomy. (B)(6). (B)(4).

Event description:
Medtronic received information that one week after implant, the patient experienced an acute myocardial infarction (mi) that likely was the result of blockage of the the left coronary ostium by the valve and/or formulation of thrombus on a right coronary stent. It was reported that the patient's left coronary ostium was anatomically close to the annulus; however, the implanting surgeon elected to implant as large a valve as possible, and as a result, the valve blocked about 50% of the left coronary ostium. Following the mi, coronary artery bypass surgery was performed. The patient was reported to be doing well. There was no allegation of a malfunction of this valve, which remains implanted. It was not known what manufacturer's stent was involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.